Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. No frozen display was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump froze when using the bolus wizard. The blood glucose reading was 113 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.